Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention products. Retention products were tested with qc cut-off hcg concentration and high hcg clinical urine samples. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The distributor initially reported the event on behalf of the customer. The patient's last menstrual period was (B)(6) 2018. A urine sample was collected from the patient and produced a negative result on a medline hcg urine cassette. The customer obtained a pregnancy test from a drug store and received a positive result. The incident occurred on three other patients (refer to MDR 2027969-2018-00050, 2027969-2018-00051, and 2027969-2018-00053). Three of the four patients obtained a positive result on a home pregnancy test prior to facility visit. The customer was unable to specify which patients.

Manufacturer narrative:
Additional information was received from the customer regarding this event on (B)(6) 2018. The following sections have been updated to reflect the additional information received: date of event updated to (B)(6) 2018. Describe event or problem updated to reflect additional information.

Event description:
The distributor initially reported the event on behalf of the customer. The patient's last menstrual period was (B)(6) 2018. On (B)(6) 2018, the patient presented at the facility due to a missed period. A urine sample was collected from the patient and produced a negative result on a medline hcg urine cassette. No confirmatory testing was conducted. The facility did not schedule follow-up with the patient as the patient already had an appointment scheduled with her physician on (B)(6) 2018. Although requested, no additional information is available per the customer.